Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, a loss of connection occurred.no product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and passed as the transmitter has voltage. A nordic bluetooth device pairing test was performed and passed. A transmitter functional test was performed and passed. No share log data was available for review. A bin file analysis was performed and failed. However, the customer complaint of a loss of connection was confirmed as a loss of connection was found in the investigation window. The probable cause could not be determined.